Event description:
It was reported that a tandem t:slim x2 device was not charging properly, signaling it was connected but the battery percentage remained stagnant at 20% after being plugged in for an hour. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.